Event description:
At 0730, pump started beeping and rn went in room and found pump alarm said syringe empty and occlusion. Plunger was all the way down. There was liquid in the syringe, with a puddle on the floor. Pharmacy was called and asked to inspect the pump. New pump and pca was started. History on the pump was reviewed. Pump was cleared at 2100 on (B)(6) 2019 with total 15.8ml. A new syringe was hung at 2159 on (B)(6) 2019. Cleared at 0513 on (B)(6) 2019, and total of 23.34 ml; 12.79 ml has infused since 0513 on (B)(6) 2019. Unable to tell how much was left in the syringe. Pump, pca, and tidal with tubing and syringe with it still locked in pca on pole were sent with pharmacy tech back to pharmacy. Similar event reported last month on same nursing unit. (B)(6). Diagnosis for use: pain mgmt.